Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. The actual device reported in section d is not marketed in USA, but devices with similar characteristics (i.e ms-stem) are marketed in USA, and therefore this report was filed. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted an exafit stem 3.1 in 2003 (exact date unknown). On (B)(6) 2015, the patient had a fall and he consulted the emergency hospital because he felt pain, the x-rays showed a fracture of the hip prosthesis. The patient was revised on (B)(6) 2015.

Event description:
Patient underwent revision due to implant fracture.

Manufacturer narrative:
As per FDA¿s directive, medwatch report has been resubmitted for removing three zeros in the prefix of MFR number (0009613350-2016-00002-1). All the information captured as per 0009613350-2016-00002-1 including g4(date received by manufacturer) except b4. Updates: d10, g4, g7, h3, h6, h10. It was reported that the patient was revised on (B)(6) 2015 due to breakage of an exafit stem stem after a fall. The stem was implanted in 2003. No trend was identified. The compatibility check was performed and showed that the product combination was approved by zimmer. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Devices analysis: the exafit stem fractured at the neck region. The fracture had a fatigue type of failure which was indicated by the beach marks covering the fracture surface. The fracture originated from one or both corner of the impaction hole. The rough fracture surface indicated a forced rupture. Moreover, the anchoring side of the stem showed scratches which most probably occurred during the revision surgery. The femoral head was still fixed on the exafit neck and showed numerous fine scratches in addition to the several spots of surface changes. Root cause analysis: the root cause of this failure could be identified as such that the geometry of the impaction hole at the neck of stem leads to a high stress concentration on one or both sides of the hole, resulting in a fatigue failure of the implant. Zimmer biomet recognized this design issue and actions were taken by modifying the shape of the impaction hole. The part reported in this case was produced before the design change was in place. At this time we consider this event closed. The complaint may be re-evaluated upon return of additional substantive information. Zimmer biomet product surveillance will continue to monitor and trend for similar reported events. Based on the given information and the results of the investigation, we could identify a root cause for this issue. We consider design issue as root cause. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).